Manufacturer narrative:
Review of the echo image files by immucor technical services showed the presence of horizontal lines on the well images for the discrepant results. The customer stated this was the only occurrence of observing lines on well images.

Event description:
A customer reported that an abo discrepancy had occurred on the galileo echo instrument.